Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt and powered on. According to the reporter, twice during the call the device powered down by itself with no warning then, after the second time, was observed to operate properly. No adverse affects to the pt were reported as a result of the alleged malfunction.